Manufacturer narrative:
Manufacturer was made aware of denali screw fracture and set screw backout. Patient was revised. Evaluation is anticipated but not yet began. The manufacturing and inspection records were reviewed and no discrepancies or contributing factors to this incident were found. X-rays were made available for review. Manufacturer will file a follow-up report once new or additional information becomes available.

Event description:
S1 denali mi screw fracture. A set screw backed out and the rod slipped out of the construct.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The subject product was returned for evaluation and evaluation has been completed. Upon visual, microscopic, chemical, and performance evaluation of the subject part, it was found that the screw likely fractured due to uniaxial bending fatigue. A review of all applicable risk related documents revealed that k2m addresses alleged screw fracture concerns raised in this complaint, therefore no additional hazards required. Current severity and frequency values are satisfactory and no changes are deemed necessary. A review of the surgical technique guide and IFU are accurate and available to the surgeon - no edits are deemed necessary based on the information provided in regards to this event. A review of the complaint code trends did not reveal any contributing information as to the cause of this event.